Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta 3.6mg negative pressure of blood collection vessels was too large. This occurred 3 times. The following information was reported by the initial reporter: the nurses in the blood center found that the negative pressure of blood collection vessels was too large when they used blood collection vessels, resulting in 3 accidents of ejection of blood collection needles due to excessive negative pressure. After ejection of blood collection needles, patients' blood was scattered, polluting the blood collection workbench, and resulting in insufficient blood samples, and the nurses were forced to carry out secondary puncture for blood collection of patients, which was greatly criticized by patients.

Manufacturer narrative:
H6: investigation summary: mat: 367227. Lot 1362765. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta 3.6mg negative pressure of blood collection vessels was too large. This occurred 3 times. The following information was reported by the initial reporter: the nurses in the blood center found that the negative pressure of blood collection vessels was too large when they used blood collection vessels, resulting in 3 accidents of ejection of blood collection needles due to excessive negative pressure. After ejection of blood collection needles, patients' blood was scattered, polluting the blood collection workbench, and resulting in insufficient blood samples, and the nurses were forced to carry out secondary puncture for blood collection of patients, which was greatly criticized by patients.